Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a premature (B)(6) old, (B)(6) patient underwent patent ductus arteriosus(pda) closure using a 4/4 amplatzer piccolo occluder. The patient had the following pda dimensions: minimal diameter of 3mm by angiogram (2.8 mm by echo), maximal diameter at aortic ampulla of 5mm and length of 10mm. During the procedure, the device appeared to be in very good position with no obstruction of the left pulmonary artery(lpa) descending aorta and no residual shunting. The device was subsequently released on cine guidance and initially was in very stable position. Follow-up echo demonstrated immediate embolization of the device into the right pulmonary artery(rpa) seconds following release. The physician retrieved the device with a 4 french terumo glide catheter and a 7 mm snare, but the device was unable to be retrieved into the 4 french terumo glide catheter and the device released from the snare and embolized into the rpa again. Subsequently, the physician used a 4 french flexor cook sheath and directed it into the rpa over a guidewire, but this resulted in a rpa perforation with subsequent fatality.

Manufacturer narrative:
An event of embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, 3 videos were received for analysis, which displayed the pda, the initial deployment and release of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined; however, review of the IFU sizing table, the recommended device based on the reported measurements was a 4/4 piccolo occluder, which may have contributed to the event.

Event description:
On (B)(6) 2020, a premature (B)(6) old, (B)(6) patient underwent patent ductus arteriosus (pda) closure using a 4/4 amplatzer piccolo occluder. Angiogram within the descending aorta demonstrated a pda that was slightly larger than expected at 3.5 mm in the mpa and 5.5 mm in the aortic end with a length of 12 to 14 mm. During the procedure, the device appeared to be in very good position with no obstruction of the lpa descending aorta and no residual shunting. The device was subsequently released on cine guidance and initially was in very stable position. Follow-up echo demonstrated immediate embolization of the device into the right pulmonary artery (rpa) seconds following release. The physician retrieved the device with a 4 french terumo glide catheter and a 7 mm snare, but the device was unable to be retrieved into the 4 french terumo glide catheter and the device released from the snare and embolized into the rpa again. Subsequently, the physician used a 4 french flexor cook sheath and directed it into the rpa over a guidewire, but this resulted in a rpa perforation with subsequent fatality.